Event description:
Patient experienced what she described to her provider as electrical shocks for 30 mins. She stated that it was cold out, so she put on insulated ling underwear and tight jeans over them and soon after experienced the shocks. Once she changed clothes into something looser the shocks got better and eventually went away. She saw her provider today and all her settings and impedance looked normal. She told the patient to call her back if she experienced this again. Patient experienced one-time shocking episode (30 minute duration); no further episodes. No further action to be taken at this time.